Manufacturer narrative:
The previously applied conclusion code is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver baclofen (2000 mcg/ml at 99.9 mcg/day). Analysis of the pump found overinfusion with an undetermined root cause.

Event description:
The pump was returned to the device manufacturer with no allegation and the pump underwent routine analysis. The indication for use was intractable spasticity and multiple sclerosis. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient's body weight is considered an approximate value (as reported). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The pump was clarified as having been explanted due to the battery having been depleted. It was noted that there was no product or therapy problem. The patient¿s weight at the time of the event was approximately (B)(6) pounds. No further complications were reported.